Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed per specification with accurate readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
Customer reported issues with the insulin pump. Customer states that the sensor and blood glucose readings are off. The blood glucose reading is 148 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.